Manufacturer narrative:
H.6. Investigation: the actual product was not returned and pictures could not be provided for investigation. A review of the device history record (DHR) was performed and no issue found. The non-conforming material report (ncmr) for the reported lot was reviewed for the past 12 months and there was no issue identified during manufacturing that could have caused or contributed to the reported incident.

Event description:
It was reported that the 3 of the sharps coll next gen 5.4qt clear 20/pack had lids that wouldn't open.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 of the sharps coll next gen 5.4qt clear 20/pack had lids that wouldn't open.